Event description:
It was reported by repair work order that the customer alleged that the stretcher will not pump up. Upon inspection of the unit by the service technician, it was identified that the foot end jack could not be raised.